Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and insulin flow blocked alarm. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer¿s blood glucose was 418 mg/dl at the time of the call. The customer experienced symptom such as nausea. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer declined to perform high pressure test and declined to troubleshoot for insulin flow blocked alarm. Customer reports event was resolved by changing the complete set (infusion set and reservoir). The reservoir will not be returned for analysis.